Manufacturer narrative:
No button response due to button/keypad connector not plugged in properly. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, detached end cap. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump was damaged. She dropped her insulin pump on the asphalt and the bottom piece came off. The buttons on the insulin pump were unresponsive after the drop. Customer's blood glucose level was 260 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.